Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A chr review is not possible; the mfg lot number that was provided is an incorrect mfg lot number.

Event description:
It was reported that after catheter insertion 1 month, the connection park leak blood.